Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) evaluated the iabp and verified that the keyboard was not functioning and trigger source leds and augmentation source leds were not turning on. To resolve the issue, the stm replaced the keyboard and overlay and verified that the keyboard was functioning correctly. The iabp passed all performance and function tests and was returned to the customer for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had keypad issues and that multiple keys were not responding. The circumstances of this event is unknown; however, there was no patient involvement and no adverse event was reported.